Event description:
Human error (inappropriate movement of the signal reagent pack) was the cause of this incident. Contrary to instructions for use, an operator reloaded a previously used signal reagent pack onto the analyzer. This action resulted in the analyzer's generation of quality control error codes on at least two analytes, thyroid stimulating hormone and ferritin, and a beta-human chorlonic gonadotropin result of 51.8 mlu/ml on a pt sample. After a new signal reagent pack was properly loaded, the same pt sample predicted a beta-human chorlonic gonadotropin result of 4700 mlu/ml.